Event description:
It was reported that myocardial infarction occurred.in (B)(6) 2020, the patient was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) with 95% stenosis and was 25 mm long, with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of a 4.00 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Six days after, the patient was discharged on aspirin and clopidogrel. In (B)(6)2022, during follow-up period, the patient was diagnosed with acute non-st-segment elevation myocardial infarction (mi) and was hospitalized on the same day for further treatment. At the time of the event, the patient was aspirin and clopidogrel. On the next day, the cardiac enzymes were noted to be elevated consistent with protocol definition of mi. The rationale for diagnosis of mi was biomarker elevation. Medication was given to treat the event and the patient was discharged. At the time of reporting the event was considered to be recovering/resolving.it was further reported that the patient died in (B)(6) 2022.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that myocardial infarction occurred. In (B)(6) 2020, the patient was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) with 95% stenosis and was 25 mm long, with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of a 4.00 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Six days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2022, during follow-up period, the patient was diagnosed with acute non-st-segment elevation myocardial infarction (mi) and was hospitalized on the same day for further treatment. At the time of the event, the patient was aspirin and clopidogrel. On the next day, the cardiac enzymes were noted to be elevated consistent with protocol definition of mi. The rationale for diagnosis of mi was biomarker elevation. Medication was given to treat the event and the patient was discharged. At the time of reporting the event was considered to be recovering/resolving.

Event description:
It was reported that myocardial infarction occurred. In (B)(6) 2020, the patient was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) with 95% stenosis and was 25 mm long, with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of a 4.00 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Six days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2022, during follow-up period, the patient was diagnosed with acute non-st-segment elevation myocardial infarction (mi) and was hospitalized on the same day for further treatment. At the time of the event, the patient was aspirin and clopidogrel. On the next day, the cardiac enzymes were noted to be elevated consistent with protocol definition of mi. The rationale for diagnosis of mi was biomarker elevation. Medication was given to treat the event and the patient was discharged. At the time of reporting, the event was considered to be recovering/resolving.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).